Event description:
As reported, a 6f 3drc vista brite tip guiding catheter became kinked while positioned in the brachial artery. The cardiologist attempted to straighten the guide using the back end of a non-cordis wire; however, this maneuver resulted in dissection of the guide catheter, causing approximately 70 cm of the distal section to shear and separate from the proximal portion. The proximal part was successfully removed from the vessel, while the distal section remained in situ within the brachial artery and aortic root. To address this, a 1.0 mm balloon was used to open the distal, kinked end, followed by insertion of a 2 mm balloon that was half inside and half outside the distal portion of the sheared guide to secure it. The balloon was then used to extract the remaining portion of the guide and sheath from the patient. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f 3drc vista brite tip guiding catheter became kinked while positioned in the brachial artery. The cardiologist attempted to straighten the guide using the back end of a non-cordis wire; however, this maneuver resulted in dissection of the guide catheter, causing approximately 70 cm of the distal section to shear and separate from the proximal portion. The proximal part was successfully removed from the vessel, while the distal section remained in situ within the brachial artery and aortic root. To address this, a 1.0 mm balloon was used to open the distal, kinked end, followed by insertion of a 2 mm balloon that was half inside and half outside the distal portion of the sheared guide to secure it. The balloon was then used to extract the remaining portion of the guide and sheath from the patient. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. A product history record (phr) review of lot 18285565 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ kinked/bent¿ and ¿catheter (body/shaft) ¿ separated¿ could not be substantiated because the device was not returned. The device was not returned for evaluation; therefore, confirmation of the reported event and user compliance with the device IFU is not possible. Based on the available information, the root cause is undetermined, and procedural or handling factors cannot be ruled out. The device IFU was reviewed and found adequate to its intended scope. There is no evidence to suggest this event is related to design or manufacturing related issues therefore, no additional actions will be taken.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned as anticipated.